Event description:
On (B)(6) 2003, the patient was surgically implanted with a greenfield titanium vena cava filter. On (B)(6) 2019, the patient received a computerized tomography (CT) scan, which revealed the following: the struts from the implanted filter had perforated the inferior vena cava (ivc) wall, one strut had perforated the small bowel, and there was a small bowel obstruction possibly caused by the migration of the ivc filter into the small bowel. On (B)(6) 2019, the patient had a open laparotomy surgery to remove an ivc filter strut and repair enterotomy. The strut had substantially migrated to the ivc wall, the filter was tilted, and another strut perforated the ivc wall. The strut was found encapsulated within the small bowel causing the obstruction. Heavy scissors were used to divide the strut and free the bowel. The remainder of the filter remains in an unsafe location that could require further surgery.